Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low high blood glucose of 15 mg/dl to 500 mg/dl. Customer indicated that their doctor has not been contacted and their blood glucose value was 391 mg/dl at the time of the call. Customer declined to troubleshoot. The customer's blood glucose was 320 mg/dl at the end of call. The product will not be returned for analysis.